Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the any medical/surgical intervention, hospitalization that was performed with the associated dates include, the patient underwent decompressive craniectomy on the night of (B)(6). The patient currently is symptomatic and in the neurological intensive care unit with diffused cerebral edema maintained on the therapeutic hypothermia and has a poor prognosis with high risk of mortality. There is no plan to treat the aneurysm yet. The pipeline was not placed in a vessel bend when it failed to open, it was deployed at a straight segment. The cause of the pipeline's failure to open was not determined. The cause of the bleeding/subarachnoid hemorrhage was determined by the parent artery perforation at the distal end of the pipeline braid. The cause of the anisocoria and coma were due to the subarachnoid hemorrhage. All the information has been confirmed/provided by the physician. The medtronic field rep currently has possession of the device and will follow up later when the device has been placed in the mail.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter fg15150-0615-1s lot number: 231091953 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of a pipeline flex with shield technology stent did not open. Resheathing was performed 3 times to open the stent but bleeding was observed at the distal end of the stent. The pipeline was resheathed and removed from the patient with the phenom 27 microcatheter, and they were replaced by a hyperglide balloon to stop the bleeding. The patient experienced subarachnoid hemorrhage, presented with anisocoria, and was in a coma. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, amorphous, left internal carotid artery (ica) aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone arterial diameter was 4.15 mm distally and 4.99 mm proximally. It was noted the patient's vessel tortuosity was severe. Left ica arterial access vessel diameter was 5.0 mm. It is unknown if dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported bleeding stopped. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Less than 50% of the pipeline had been deployed when it failed to open, it was resheathed more than 2 times, and there were no additional steps or other devices required to open the pipeline. Ancillary devices included phenom 27 microcatheter.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: additional review of the event and all information received resulted in awareness of need to add codes for the additional information received that was previously reported. Codes were updated to reflect current device status and adverse event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 updated product analysis # (B)(4): ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline flex shield was returned inside the outer carton, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of "failure to open at the distal" was not confirmed, as the distal end of the braid was opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer indicated that the vessel tortuosity was severe and that the braid was not positioned in a bend, which rules out the deployment of the braid in the vessel bend as a possible cause. In this event, it's possible that the severe vessel tortuosity and the damaged braid contributed to the failure to open. Such damage may occur due to several factors: resheathing the braid more than twice, over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.